Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Avaulta anterior biosynthetic support system (x2)-implanted on (B)(6) 2007 avaulta posterior biosynthetic support system (x2)-implanted on (B)(6) 2007 tvt gynecare-implanted on (B)(6) 2007 concomitant therapy: unk (B)(6) 2007: underwent abdominal sacral colpopexy using pelvitex mesh and cystourethroscopy for vaginal prolapse under general per laryngeal mask airway